Manufacturer narrative:
One processor pca was returned for failure analysis. The problem was duplicated during testing in lab. The software upgrade failed as the processor became unresponsive.

Event description:
It was reported to philips that the device s/w upgrade had failed. There was no reported patient involvement.